Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation of single leaflet device attachment (slda)) appears to be due to challenging anatomy (flail anterior leaflet). Additionally, mitral valve insufficiency/ regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported mr was due to slda. The reported hospitalization and unexpected medical intervention were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda), requiring an additional procedure. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with anterior flail. One clip was implanted with no reported issue, reducing mr to grade 1. On (B)(6) 2023, a mitraclip procedure was performed to treat recurrent mr of grade 4 due to a single leaflet device attachment (slda). The clip had detached from the anterior leaflet. It was noted that slda was due to pre-existing patient anatomy. Two clips were implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.